Event description:
It was reported that the cuff was not holding pressure and the patient had to be re-intubated. There was no indication of patient injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product has not been returned for analysis. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.